Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, part # 400.834.04s, lot # 2l02785, release to warehouse date: 25 oct 2018, expiration date: 10 jan 2028, manufacturer: bettlach. Device history review: no ncr¿s were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a neuroendoscopic right intracranial hematoma removal, one (1) cranial screw broke during insertion. The screw broke in the skull and was unable to be removed. The physician stated it did not affect the treatment effect. The surgery was completed using another cranial screw. There is no further information available. This report is for one (1) cranial-scr plusdrive ø1.6 self-drill l4. This is report 1 of 1 for (B)(4).